Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Although the customer experienced at least three occurrences of the same malfunction, it had not been reset in the last 24 hours. Technical support arranged for a replacement pump and advised the customer on using the backup therapy of multiple daily injections (mdi) if the reset attempt failed. The customer was instructed on how to put the pump into storage mode and was informed of the steps to take upon receiving the replacement pump. The problematic pump was to be returned to tandem using a pre-paid label.